Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient¿s recharge belt was broken and stretched out. It was reported that the patient¿s device doesn¿t work at all. The patient noted that they thought the manufacturer representative said it was the recharger. It was also reported that the patient¿s implant inside was not working. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.